Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of a taxus express2 -3.5x8mm drug eluting stent it was noticed that the stent struts were damaged. Consequently, the stent never touched the pt. No pt injury or complication was reported. The procedure was successfully completed using a taxus express2- 3.5x8 mm drug eluting stent. Pt status is reported as "satisfactory/good."